Event description:
A 7 fr saddekni (cook) sheath inserted into pt's right common femoral artery. While pt was in recovery holding area waiting on sheath to be pulled, rn noticed the pt bleeding from the groin site. Radiologist immediately pulled the sheath and found a hole in the distal 3rd of the sheath that was causing the bleeding. Pressure immediately applied and the bleeding was controlled.